Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during bolus. Customer's blood glucose was 200 mg/dl. Customer has backup plan and the device was not dropped or bumped nor exposed to moisture. The customer agreed to send "oow".